Manufacturer narrative:
We received one 139hf75 catheter with an attached monoject 1.5cc limited volume syringe without the packaging or pressure monitoring device for examination. The report event of "pulmonary artery pressure (pap) values that did not corresponded to the patient status" was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body or returned syringe. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. Lot number was not provided, therefore, review of the manufacturing records could not be completed.

Event description:
As reported, during use in patient, the catheter provided pulmonary artery pressure (pap) values that did not corresponded to the patient status. The expected values were 15-30 mmhg for the systolic pap and 8-15 mmhg for the diastolic pap. The values provided inside the patient were unknown; however, when customer took the catheter out the patient, the pap value was + 40mmhg. There was not any error message displayed and the patient was not treated according to these pressure values, thus there was no allegation of patient injury. The dpt (disposable pressure transducer) was zeroed without success. The catheter was replaced using the same dpt and the same cables the issue was solved.